Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were using an air grinder in their workplace and they felt a shock of electricity in their lower back where their implant is placed. Caller described the shock as one that resembles a shock from static electricity. The caller stated that they have their stimulation settings low, so they shouldn't be feeling the shock, but when they do feel it, it's in their tailbone, not right where the battery is. Agent reviewed labeling and testing with the caller and redirected the caller to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.